Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown. No action has been taken to resolve it as the patient cancelled the appointment they were supposed to have.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction or sacral nerve stimulation. It was reported that the rep met with the patient (pt) 4 months ago because the pt notes that at first they were charging fine, but about 5 months ago it began to be difficult to maintain a connection. The caller states that when they met with the patient, the patient had an active por that the rep cleared. The rep states this was due to a hip surgery that triggered the por. The hip surgery was on the patient's left hip, and ins is on the right hip. No official management document to note right now. Pt noted they have had about 3 falls in the past 4 months; there was no indication from pt that this was related to the system but rather was mentioned in the course of troubleshooting. On january 6, 2023, additional information was received from a manufacturer representative (rep). The rep reported that they met at the clinic with the patient to help them better learn recharging; they were not aware there was an issue. When they met with the patient, they did clear a por. The patient had hip surgery recently. They did not complain about the device not working or having trouble charging, other than having a hard time locating the device to place the charger over. The rep taught the patient how to feel the battery and place the charger over the site. They had not issued charging there, and the rep did not know that there was a reportable device as it was an accidental find and there was no complaint. The cause of the difficulty maintaining connection was determined to be that the patient had a lack of mobility. They had a hard time reaching around to place the device, but now that they understand where to place the recharger, they are able to reach it now. The patient will continue to feel for the battery and place the cha rger, moving it north, east, south, and west if needed to connect. The patient will call if they continue to struggle, but they were able to connect successfully multiple times at the doctor's office and be charged 100% within 15 minutes with an excellent connection. Additional information was received on 2023-11-06. It was reported that the patient is having difficulty charging and has seen a por message displayed and therapy turned off. The caller indicated that the patient has to charge for 30 minute sessions, two times each week. The issues started occurring five months post-implant. The caller indicated that they were able to charge today in office. They charged for about five minutes and charged the ins from 90 to 100%. The caller read the following information from the clinician application recharge diary: (B)(6) 2017 100% duration of charging session: 27 minutes (B)(6) 2017 100% duration of charging session 3 min (B)(6) 2017 70% of the duration of charging session 3 min (B)(6) 2017 70% of the duration of charging session 10 min (B)(6) 2017 100% duration of charging session 1 hour, 13 minutes (B)(6) 2023 100% duration of charging session: 35 minutes the caller indicated that the charge information did not display starting percentage values. The caller confirmed that the date on the handset was correct. The event log showed the programming changes made in the clinician application with the correct date of (B)(6) 2023. There weren't any other events shown other than the programming conducted on the date of the call. The caller started another charging session. The caller had some difficulty getting the recharger to maintain a connection to the ins. When the recharger connected, the recharger application showed that the ins was 90% charged. The caller confirmed that the recharge speed was set to level 2. The patient reported that the recharger does not disconnect and beeps often during the recharge sessions that they have at home. Managing md: the issue was not resolved through troubleshooting. The caller will have the patient maintain a record of the charging session and follow-up. See related file (B)(6).